Event description:
Patient (pt) underwent the following procedure: robot-assisted left cystectomy, left oophorectomy on (B)(6) 2024. She reported the following symptoms on (B)(6) 2024 via our secured messaging system: here are the lap site pictures for reference. First two photos are from (B)(6) 2024 of the left medial incision when I noticed the drainage coming out. Last photo is from (B)(6) 2024. Some redness started to spread out from a few of the sites. It's not warmer to touch, no fevers. Sites are a little more painful today, especially the two on my left, though that's probably expected. I also don't recall having any reaction to dermabond in the past, if that's helpful.